Manufacturer narrative:
G4: 26mar2020. B4: 27mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse was also unable to confirm the unit powered on and off in the device logs. The unit was evaluated on a normal service mode for three hours and the unit passed performance verification testing. The unit was returned to the customer. Additional information was requested from the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the unit powered on and off. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: 10apr2020; b4: 13apr2020. H11: correction to b1 and h1: the customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.